Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient reported via remote transmission on (B)(6) 2017. Review on transmission revealed noise on the right ventricular lead. The device was reprogrammed. On (B)(6) 2018, device interrogation revealed that the noise was still present. The lead was explanted and replaced. Lead fracture was suspected due to the difficulty of the stylet and locking stylet advancing at the superior vena cava junction. The patient was stable post procedure.

Manufacturer narrative:
A complete lead was returned for analysis in 2 segments. External insulation abrasion was noted at 47.7 - 48.0 cm from the distal tip consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise.